Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had power failure. Customer cannot recall their blood glucose reading. Troubleshooting was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received in a critical alarm this alarm is generated when a power failure is detected error notification screen loop at boot up due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify post-reset ram crc alarm due to this alarm is generated when a power failure is detected alarm loop.